Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and indication of initial surgical procedure when mesh implanted? Onset date/time of utis and voiding difficulty from initial surgery? Please specify ¿voiding difficulty¿? When was incontinence recurred? What type of incontinence, urge or stress incontinence? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned same? How were utis treated? Was there any deficiency or anomaly of the mesh? If yes, please describe it. Other relevant patient comorbidities/concomitant medications/concurrent procedures? Date and surgical findings of mesh removal procedure? What is physician¿s opinion as to the etiology of or contributing factors to all these events? Were symptoms resolved with mesh removal? Patient¿s current status? Product code and lot number?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced utis, voiding difficulty and recurrent incontinence. It was also reported that the mesh was removed as patient requested. Additional information has been requested.